Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000112824.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken at an unknown date wherein the scs system was explanted to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.